Event description:
Ref: (B)(4), lot: 201019269 MFR date: 2019-07-06, exp date: (B)(6) 2024, two hamilton g5s that came down to our clinical education shop last night. Both g5's were from the same ICU unit and came down after they both failed the tightness test during pre-op checks. The message on both was to check the expiration valve. After testing both ventilators with both a "test" valve set I have in shop as well as one of each of the expiration valve lots in the tcv area, I was able to find that the problem was with a single lot of expiration valve sets. I then pulled and accounted for the rest of the lot in the area. It appears they come in lots of 10 and I found 8 (including the two that came down originally). They have 4 unopened e valves here in the shop and the 4 that I tested and they failed repeatedly on both vents. Shayne shiflett biomedical tech associate (B)(6) health system clinical engineering services (B)(6).

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a crack in the expiratory valve cover. In consequence (correction) the expiratory valve cover was replaced. There was no patient or user harm.